Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of magnesium. The customer states the IV pump said "infusion complete on patient's magnesium but there was still approximately 50 ml left in the bag. Pump was programmed correctly." There was patient involvement but no harm.

Manufacturer narrative:
Omit: returned to manufacturer on, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: device available for eval? Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of under infusion could not be confirmed through the available information. No laboratory testing or inspection of the devices could not be performed. The shipment of customer devices were not received within the dchu. The date of the event was noted to be 17 april 2025, and the time provided was between 8:44 am to 10:04 am. The suspect device logs were not provided by the facility; however, an infusion knowledge portal (ikp) report was provided with the information of the last infusion performed on the devices. The dataset noted in the report was identified as ¿kuh apr 03.2025¿, and the profile in use during the reported infusion was observed to be ¿critical care¿. The ikp report does not contain keystroke programming and was not validated for log analysis purposes. At 8:44 am, pump module (s/n (B)(6)) was programmed for a guardrails drug primary infusion with the following parameters: drug = magnesium sulfate, rate = 300 ml/h, duration = 1200 seconds (20 minutes), volume to be infused (vtbi) = 100 ml. The infusion was started. Between 8:45 am and 9:02 am, seven (7) patient side occlusion alarms were displayed. The pump was restarted each time. From 9:02 am to 9:32 am, the pump door was opened and closed. The infusion was resumed, then paused and restarted. At 9:34 am, another patient side occlusion alarm was displayed. The pump was restarted. Between 9:36 am and 9:45 am, the pump was paused, and a delay was programmed. The pump resumed the last infusion with a remaining duration of 1018 seconds and vtbi = 84.833 ml. From 9:47 am to 9:52 am, four (4) patient side occlusion alarms were displayed, and the pump was restarted each time. The pump was paused and restarted again. At 10:01 am, a bottle side occlusion alarm was displayed. The pump was restarted. At 10:02 am, a bolus air in line alarm was displayed twice. The total volume intended for administration during the pump's operation between infusing and infusion stopped was calculated to be 98.3 ml. However, the exact volume actually delivered could not be confirmed due to insufficient information. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the infusion knowledge portal (ikp) report. It is also not possible to determine what the fluid is that is contained within the IV container. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion could not be identified during the investigation as the shipment of the devices was not received within the dchu. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of magnesium. The customer states the IV pump said "infusion complete on patient's magnesium but there was still approximately 50 ml left in the bag. Pump was programmed correctly." There was patient involvement but no harm.